Event description:
The pt contacted lifescan and alleged the one touch basic original meter was flickering. The pt had to go the hosp, unk if this is related to the meter, because pt was dizzy and had a "really low reading and was feeling sick." The pt was treated with glucose. A reading was reported of 71 mg/dl on an unk meter, however no info as to when this was obtained. Pt had symptoms of low, pt was low and was treated for low. Based on the info obtained from the pt there is indication the product malfunctioned due to the flickering screen.